Event description:
It was reported that the patient was implanted with the advantage transvaginal mid-urethral sling system during a transvaginal midureteral sling and cystoscopy procedure. A few weeks post-implantation, the patient returned for normal follow-up. There were no significant findings during this appointment, and the physician instructed the patient to follow-up as necessary. Reportedly, the patient has not returned to the physician since 2009. The patient was reportedly born in 1967.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2008. According to the complainant, post-procedure, the patient presented with pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.